Manufacturer narrative:
(B)(4).

Event description:
The customer reported via phone call that their insulin pump was damaged on the reservoir compartment. Customer stated the reservoir lip broke when they removed the reservoir. The customer¿s blood glucose level was 85 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis